Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), two (2) cook fusion omni-tome sphincterotomes were used. Both devices excited the endoscope with poor orientation . They attempted to manipulate the orientation of devices by rotating them with no success. The orientation was off so badly on both devices that they could not be used for procure. See mdrs 1037905-2014-00006 and 1037905-2014-00007. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Of the two (2) devices described, only (1) device was made available for evaluation. 1037905-2014-00006: returned on (B)(4) 2013; 1037905-2014-00007: not available for evaluation. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Dur to a variety of clinical conditions such as pt anatomy, endoscope positon or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: " not: do not apply manual pressure to tip or cutting wire of the sphincterotome to "influins" orientation, a this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a collide positon or with the precurved stylet inside the cannulating itp. The instructions for use advice the user to uncoiled and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity a review of the device history confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. See scanned page.